Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not verified. The device was put through extensive testing with a test multi-function cable including bench handling while discharging at all energy levels without duplicating the report. The multifunction cable used was not returned as part of this investigation. The device was recertified and returned to the customer. Review of the device activity log showed that all of the discharges provided the correct energy output. This claim has been closed as report was unsubstantiated. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.